Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise, pacing inhibition, and high out of range pace impedance measurements. It was noted that the patient had an underlying sinus rhythm around 50 beats per minute. The patient was referred to a surgeon to potentially revise the lead. At this time, the system remains in service. No additional adverse patient effects were reported.